Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes, 2 tubes had cocked stoppers resulting in underfilled tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 3 photos for investigation, and upon evaluation, the images show a defective stopper. A total of 100 retained samples were inspected, with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for molding defect based on the photos provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.